Manufacturer narrative:
The device remains implanted in the patient, therefore an engineering investigation could not be conducted. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement, occlusion of device or native vessel and endoleak. The IFU states: additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprostheses and gore® excluder® aaa endoprostheses. Reportedly, due to the tortuous anatomy, two back-up maier wires were introduced at the contralateral side to straighten the anatomy. After the deployment of the trunk ipsilateral leg endoprosthesis, the cannulation of the contralateral gate was successfully performed. However, after the placing of the planned gore® excluder® aaa endoprosthesis at the contralateral side, the proximal limb appeared not inside the contralateral gate. According to the information provided, the physicians used the wrong guidewire to introduce the prosthesis and it caused the deployment of the limb outside the gate. A second trunk ipsilateral leg endoprosthesis was introduced changing the treatment into an aorto-uni-iliac (aui) procedure. Reportedly, there was an endoleak but it was solved by doing the aui procedure. The limbs at the contra-lateral side, were occluded using an occluder plug and a femorofemoral crossover bypass procedure was performed. At the end of the or the patient was doing fine with all vessels patent and the aneurysm excluded.